Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that after the device is turned on, an error is reported, 35v failed. And cannot work normally. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. After arriving at the site, it was confirmed that the device had a 35v failure. After reconnecting the power cord, the device was turned on, and the fault remains. It has been confirmed that the issue was traced to a faulty motor controller pcba board that needs to be replaced. The pse replaced the motor controller pcba board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.